Event description:
An ophthalmic surgeon reported that during laser surgery main incisions were not watertight. At the end of surgery the surgeon used an specialised technique to make main incision watertight. Per surgeon's opinion, the laser system caused or contributed to the event. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).